Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause of the error code e11 and the screen becomes dark could not be identified with the information received. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1/establishment name: (B)(6) hospital, added here due to character limitation in respective field. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that there was a 5 minute delay in the procedure, an e117 error code occurred, and the screen became dark. The following non-reportable findings are as follows; there was wear of the foot rubber. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the video processor received an error 117 on the display and the screen became dark during operation. The issue was found during a therapeutic procedure and the procedure was delayed by approximately 5 minutes. The procedure was completed using a similar device. There were no reports of patient harm.